Manufacturer narrative:
The tech found the brake casters out of adjustment. The tech adjusted all brake casters to resolve the issue.

Event description:
The tech alleged the brakes are not holding. No pt impact.